Event description:
An article in the journal of thoracic and cardiovascular surgery discussed patients who underwent surgical conversion after thoracic endovascular aortic repair (tevar) between (B)(6) 1998 to (B)(6) 2010. On an unknown date, this patient underwent endovascular aortic repair for a 7 cm descending thoracic aortic aneurysm. Twelve months later, an additional distal thoracic stent-graft was placed for a distal type I endoleak in the patient. Eighteen months later, a control computed tomography scan showed aneurysm enlargement without evidence of endoleak. The patient required explantation of the stent-graft and open thoracic aneurysm repair. It was reported that upon opening the aneurysm sac, no visible blood flow was detected from the endograft attachment site or intercostal arteries. Furthermore, stent-graft explanation showed no device-related failure. It was reported this failure of aneurysm exclusion likely represents the presence of pressurized aneurysm or endotension. It was reported the patient was implanted with a medtronic valiant graft and gore tag thoracic endoprosthesis.

Manufacturer narrative:
Further information was requested.